Event description:
It was reported that pt developed recurrent radiculopathy post op after implantation with infuse bone graft. MRI showed a complex fluid collection (no hematoma or csf) around nerve root. Fluid collection was aspirated and found to be sterile. It is unknown if the infuse bone graft contributed to the reported event.